Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition for the patient. The patient was hospitalized and the system was reprogrammed. The rv lead remains in service. No adverse patient effects were reported.